Manufacturer narrative:
Physio-control further evaluated the customers device and system pcb assembly was determined to be the cause of the reported issue. The device could not be repaired. The customer was provided with a warranty device.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient involvement reported with the event.